Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station drawer failed and showed failed storage space. Customer tried to reboot and recover the drawer, but the issue persisted and showed required maintenance. Shut down the station by unplugging the power cord from the back of the station and waited for 2-5 minutes, reconnected the power plug, turned the power on, then checked and tried to recover the drawer, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 7.2 row c was not releasing any pockets and displayed pocket overcurrent error. The field service engineer (fse) went into diagnostics and tried to release the cubies, but it did not work correctly. The fse had to manually release those pockets, released all the other pockets in the drawer as well, and then proceeded to disconnect and reconnect all the rows in that drawer. After doing that, the fse powered on the station; however, the light-emitting diodes (leds) for row c still did not display correctly. The fse powered down the station once more, replaced that row with a new row, powered on the station, and all the light-emitting diodes were showing correctly. The fse reinstalled all the cubie pockets and allowed the station to power up completely so that the row tray could update its firmware. After allowing the firmware to update, the fse had the customer recover the failed storage space and then reload the medication in that location. The fse logged into diagnostics to perform the acceptance test for the drawer. All the pockets that had been popped open and removed were detected on the bus, and the drawer was detected as closed and confirmed that there were no other issues with this drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.